Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: no evidence of load step malfunction in the black box, no evidence of any prime issue. Performed pump rewind, load, and prime with no loss of prime. The pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime. Investigators ran load step with a cartridge set to 100 units. After load the pump displayed 100 units. Force sensor calibration was within specifications. The battery compartment was cracked from the case seal to the grip. Battery compartment and cap threads were intact. Able to fully tighten battery cap. There was no corrosion or moisture in pump.

Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump is giving a "no cartridge found" message. There was no evidence of product misuse. Animas made several attempts to contact the patient for more information but was not successful. A letter was sent to the patient, requesting a call back. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the unresolved "no cartridge found" issue.